Event description:
Removal of non-functioning implanted catheter. A 4" section of the actual catheter was retrieved from the right pulmonary artery on 11/27/96. The reservoir and remainder of catheter was removed on 12/20/96.